Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient presented to emergency room via emergency medical services after experiencing 3-4 days of severe chest pain and back pain. The patient was noted to be hypotensive upon arrival, and the patient was taken to the catheterization laboratory. The patient was catheterized to the culprit vessel, the left anterior descending coronary artery (lad), and the lad was stented. The patient continued to be hypotensive and then decompensated post stenting and an impella cp was placed. It was noted that the patient then had pericardial effusion and needed a transversus abdominis plane for pericardiocentesis. The patient was actively bleeding from pericardial tube, and it was determined that the patient¿s left ventricle wall ruptured. It was noted that the blood appeared to be old, and the medical team believed this to be the cause of the decompensation and cardiac tamponade prior to impella use. The patient was then sent to the operating room (or) for exploration. A left ventricular rupture was confirmed in the or and the findings were consistent with severe acute myocardial infarction. The patient was cannulated for extracorporeal membrane oxygenation (ECMO), the rupture was successfully repaired, and the patient was released back to the intensive care unit with poor prognosis. Two days later, the decision was made to escalate the patient¿s support to an impella 5.5 from impella cp and ECMO. The patient was successfully decannulated from ECMO, impella cp was removed, and impella 5.5 support was initiated. The patient was noted on (B)(6) 2025 to have been anuric the previous day, and the patient was started on continuous renal replacement therapy. On the third day of support, it was reported that there was leaking inside the purge reservoir housing. Moisture was noted inside the clear plastic. Purge flows and pressure were maintained within normal parameters. The customer support center advised to notify the physician and that ultimately, replacing the pump would be the only resolution for the leaking. On the fourth day of support, it was noted that the patient had a computed tomography scan which revealed ischemic changes to the patient's brain. The following day it was noted that the patient experienced pink-red urine output. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. This complaint involves two impella devices: pump 1: impella cp with serial number (B)(6). Pump 2: impella 5.5 with serial number (B)(6). This MDR specifically addresses impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.